Event description:
A loss of pressure. The service technician verified that the pressure was out of specification and replaced the cup seal. Unit passed extended testing. This report is not contributed to the event alleged in this report.